Event description:
New information notes that programming changes were made on (B)(6) 2021. No oversensing was noted after the changes. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited myopotentials oversensing. No intervention was reported. The patient was in stable condition.